Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead noted high threshold measurements. X-ray revealed the lead was pulled back. As a result, a revision procedure was scheduled. This rv lead was successfully repositioned. No additional adverse patient effects were reported.